Event description:
According to the reporter, during a procedure, when changing the load, there was a problem loading as the device did not open, and the stapler locked. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.